Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing morphine (1 mg/ml at unknown dosage). It was reported that the patient was not experiencing any symptoms but the physician had replaced the patient's whole system. The environmental/external/patient factors that may have led or contributed to the explanation was due to a heating pad placed over the pump. The issue was noted to be resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6) implanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 12-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.